Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. It is unknown if the irritation was related to the lifevest or the patient's medication. The patient's physician prescribed hydrocortisone cream. Follow up indicated that the irritation improved.